Event description:
It was reported that the patient came from the emergency room with an endotracheal tube in place. The tube cuff kept leaking. Re-intubation was done after confirming the cuff passed the balloon test. However, the cuff ruptured each time intubation was tried, and six products in total failed the balloon test. The event happened in the hospital and was carried out by a health professional. It was not reported to the FDA, and the patient was not injured.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.